Event description:
A customer contacted beckman coulter inc. (Bec) to report no foam leak onto the floor on the unicel dxc 600i synchron chemistry analyzer. The customer wore a ppe to clean the spill. No results have been affected by this event. No injury or exposure to fluid was reported

Manufacturer narrative:
On (B)(4)-2011, a bec field service engineer (fse) replaced the no foam canister and tubing assemblies. This resolved the issue. (B)(4).